Event description:
It was reported that during a coronary stenting treatment procedure, the physician was unable to cross the lesion and when the stent was removed there was stent damage. The lesion being treated was a 90% stenosed portion of the left circumflex. The physician was unable to cross the lesion and when the device was removed, the proximal edge of the stent was lifted. Add'l info has been requested, but is not available at this time. There were no pt complications reported. Pt status was reported as "good". The physician completed the procedure with a different device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. A corrective and preventative action has been initiated to address this issue.